Manufacturer narrative:
The customer¿s report of a leak where the micro-bore tubing connects to the filter was not confirmed. Functional testing of priming and infusion, as well as submerged pressure testing did not replicate any leaks at the connection or elsewhere throughout the received sets. The root cause of the customer¿s report could not be identified.

Event description:
The customer reported that in the nicu, a filter used for nutralipid 20% leaked where the micro-bore tubing connects to the filter. The infusion was 45.6ml plus 4ml of overfill and was ordered to infuse at 1.9ml/hour for 24 hours. The customer reported that no tubing was clamped and lipids were then held. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that in the nicu, a filter used for nutrilipid 20% leaked where the micro-bore tubing connects to the filter. The infusion was 45.6ml plus 4ml of overfill and was ordered to infuse at 1.9ml/hour for 24 hours. The customer reported that no tubing was clamped and lipids were then held. There was no patient harm.